Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint.

Event description:
An incident involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch reported that there was a problem with the filter, which caused a leak. Immunosuppressant was involved and no chemo drug involved. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device is not available for evaluation; however, a device history review should be performed. Investigation is pending.